Event description:
The customer reported that the fiberlife courtesy message was activated immediately when the laser was used and that the laser beam flashed and then the laser went into standby. A second fiber was used to complete the prostate procedure. It was reported that there was no pt injury.

Manufacturer narrative:
The fiber issue reported by the customer is not considered to be reportable. The device was subsequently returned to the manufacturer and analyzed. Joules were verified on the fiber card as 120 joules. Failure analysis disclosed that the glass cap had a circumferential fracture and that the fiber proximal to the fracture can rotate independently of the metal cap. This cap condition is indicative of a fracture of the glass cap, beneath the metal cap, and may activate the fiberlife function. Fiberlife would modulate the power, showing a pulsing beam, or the system would be placed into standby mode. The customer's complaint of laser going into standby was confirmed. This cap condition may also cause forward firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or and anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.